Manufacturer narrative:
The review of provided data showed that the rf head identification occurred at the same time than the end of programmer hibernation creating some latency in the rf head identification, as per specification. The unstability of the rf communication couldn¿t be confirmed. The work-around is to unplug and plug again the rf head. No general malfunction is suspected on the implanted device.

Event description:
Reportedly, there was issue to interrogate the device. The rf was unstable, there were several attempts. Then the interrogation of another ICD functions perfectly.

Event description:
Reportedly, there was issue to interrogate the device. The rf was unstable, there were several attempts. Then the interrogation of another ICD functions perfectly.